Manufacturer narrative:
A siemens customer service engineer (cse) visited the customer site. The cse cleaned ion selective electrode (ise) module and calibrated ise. The cse performed a coefficient of variation (cv) check. The cse ran quality control (qc), which was within acceptable range. The cause of the discordant, falsely elevated na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on two patients samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.